Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that she was reading her blood sugar result upside down on her one touch ultramini meter. The medical affairs specialist spoke to the pt on the following month and verified the following info. The pt alleged that she had been reading her blood glucose readings upside down several times. On the day prior to original date in the morning, the pt had rec'd a blood glucose reading of 102 mg/dl on the reported lfs meter. However, she was reading the meter upside down and interpreted a result of 201 mg/dl. She took an extra pill of starlix due to receiving a reading of 201 mg/dl. Few minutes later, she tested her blood sugar on a back-up meter to see if her blood sugar lowered or not. She had rec'd a reading of 97 mg/dl on the back-up meter at that time. She drank a glass of orange juice and ate a banana. The patient stated that about a month before she called lfs, she had taken an extra pill of starlix before bedtime due to receiving a higher reading. She was unable to recall the exact reading. The patient reported that she woke up with excessive sweats early in the morning and was also feeling very weak. Her husband tested her blood sugar and rec'd a reading around 30 mg/dl. She drank a glass of orange juice and ate something and felt better after that. The pt claimed that she is now sure that she had misread her blood sugar reading that night prior to taking an additional pill of starlix. This complaint is being reported as an adverse event, as the pt claimed that she had administered an additional dose of an oral diabetes medication due to misreading her blood sugar reading as a result of the reported issue and later, developed sweatiness and rec'd a blood sugar reading of 30 mg/dl.